Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient was complaining of blurry distance vision. The patient was scheduled for an intraocular lens (iol) exchange for the left eye, (B)(6) 2017. The patient¿s symptoms were significantly affecting his daily activities. It was confirmed that the lens explant took place on (B)(6) 2017. The lens was replaced with a model zct700, 14.5 diopter lens and the patient was reported to be happy with the vision outcome after the lens exchange. Additionally it was reported that the patient had chosen the toric lens option to correct astigmatism to get clear distance vision. Due to residual astigmatism post cataract surgery, the patient was not happy with the surgery outcome. Patient was having trouble seeing far including driving and depth perception. Lens rotation was also reported where the lens had rotated post implant of 20 degrees counter clockwise and a lens rotation would not fix the residual astigmatism and thus an iol exchange was necessary. Besivance, lotemax gel and prolensa were prescribed for the patient. Visual acuity pre op: 20/60+1, visual acuity post op: 20/100-2, visual acuity post replacement: 20/40-1.

Manufacturer narrative:
Device evaluation: the intraocular lens was not returned; therefore a product investigation could not be performed. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search of complaints revealed that no similar complaints have been received for this production order number. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.